Manufacturer narrative:
The reporter stated the sipper and pinch valve tubing had not been replaced on the analyzer since march 2019. The field service engineer could not determine a cause. The detergent wash level was adjusted. The gear pump pressure was checked. The customer ran calibration and controls, all were within range. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they have been having ongoing issues with calibration and controls for ise tests on the cobas 6000 c (501) module. Controls will recover fine in the morning, but when tested on evening shift, the controls are outside of range. The reporter stated they would have to re-calibrate and run controls about 10 times in order to get the control within the acceptable ranges. The reporter stated three patient samples had discrepant results for ise indirect na for gen.2. The initial values for these samples were reported outside of the laboratory and were questioned by the doctor. The samples were repeated and the repeat values were believed to be correct. Controls were run after the samples were repeated and controls were outside of range for na. A calibration was performed and controls were repeated; controls were then acceptable. The first patient sample initially resulted with an na value of 133 mmol/l, which repeated as 149 mmol/l. The second patient sample initially resulted with an na value of 133 mmol/l, which repeated as 142 mmol/l. The third patient sample initially resulted with an na value of 133 mmol/l, which repeated as 140 mmol/l. The na electrode lot number and expiration date were requested, but not provided.